Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one hundred and ten bd insyte¿ autoguard¿ bc shielded IV catheter had retraction button sticking, and needles were not retracted.

Manufacturer narrative:
Investigation: a DHR was performed and no quality notifications were initiated during production. Received 9 iag bc 20ga units within sealed packages from lot number 8243739. All contents within were intact. Visual/microscopic evaluation: no physical-mechanical damage was observed on any of the components of the received unit. No traces of adhesive was found of the areas. Functional test (needle retraction): the needle covers were removed the white buttons were pushed ¿ and the needles retracted without resistance. Retraction was successful. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure described in the event description could not be confirmed or replicated in the laboratory.

Event description:
It was reported that one hundred and ten bd insyte¿ autoguard¿ bc shielded IV catheter had retraction button sticking, and needles were not retracted.